Manufacturer narrative:
One peripheral intravenous catheter was returned for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon visual inspection, the unit was analyzed under magnification. No defect was found. The customer's reported complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received stating the intravenous catheter previously placed in the right anectitubal fossa was removed due to pain and an inability to flush. During removal, the tip of the catheter broke off and the patient was returned to surgery the same day for a successful removal.